Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was alleged the pt's lead was fractured on (B)(6) 2010, due to a fall that left the pt with a fractured t9 vertebra as well as torn ligaments in the shoulder, a concussion, whiplash, two broken fingers and sprain of the wrist, elbow and shoulder. Soon after the fall, the pt reported developing reflex sympathetic dystrophy symptoms in the left arm. The above info was reported in a post on the internet at (B)(6). Due to the medium where the info was found, sjm is unable to verify the info, locate the patient info and device info. Note: this pt reported other issues. Reference 1627487-2013-19825, 1627487-2013-19826, 1627487-2013-19827.